Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(4), and the patient¿s outcome could not be conclusively determined through this evaluation. The device as not returned for evaluation. The relevant sections of the device history records for (B)(4)were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found dead in bed and cold by a neighbor. When found there were no alarms. They lived alone so the site does not know how long the patient was dead for. The batteries were without power. The patient left themselves on batteries all the time and refused to use the mpu. During one visit the site found the patient using backup battery for 45 minutes. The site spoke to the patient many times about using backup battery but the patient continued to use it. The patient was known not to sleep on the mobile power unit (mpu) in spite of recommendations. The death was not considered to be patient related. The site thinks the patient led the batteries to expire. The patient was very depressed due history of a cerebrovascular accident (cva) which resulted in loss of peripheral vision and inability to drive. Medications and counseling were discussed with the patient many times. The device operated as expected.

Manufacturer narrative:
Related report: MFR# 2916596-2026-2917281. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.